Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported from a clinical trial, post transcatheter valve replacement procedure with a 29mm sapien 3 valve implanted in the pulmonic position, one type I fracture was noted at the alterra inflow during analysis of the 30-day chest x-ray. There was no report of patient injury or intervention.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: d4 (additional device information), d6 (implant date), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Review of the imagery revealed one fracture at the alterra inflow. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no indication that a manufacturing non-conformance contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the device usage. Per the IFU, device fracture is listed as a potential risk that may or may not require intervention associated with the prestent, delivery system and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for strut fracture was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. Additionally, a review of the IFU materials revealed no deficiencies. An in-depth evaluation related to the alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on modeling and testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. Additionally, as seen in the provided imagery, the 30-day chest x-ray image indicated one fracture at the inflow (proximal) apices. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery review also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with the anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Another technical summary written by edwards lifesciences reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the event was found. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously initiated to address this issue. No corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: h6 (investigation findings, investigation conclusions) and h10 (provide narrative/data). Additional information was received revealing there were two type 1, rung 1, fractures found at the alterra inflow at the 6-month fluoroscopy. This was noted to be an additional fracture that was not present at the 30-day timepoint. This additional fracture was not noted during the initial evaluation of the 6-month fluoroscopy. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the 30-day chest x-ray imagery revealed one fracture at the alterra prestent inflow. Review of the 6-month fluoroscopy revealed two type I rung 1 fractures at the alterra prestent inflow. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no indication that a manufacturing non-conformance contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the device usage. Per the IFU, device fracture is listed as a potential risk that may or may not require intervention associated with the prestent, delivery system and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for alterra prestent strut fracture was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on modeling and testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. As seen in provided imagery, the 30-day chest x-ray image indicated one fracture at the inflow (proximal) apices. Additionally, a review of the 6-month fluoroscopy indicated that a second fracture was present on the proximal (inflow) strut of the prestent, bringing the total of fractures to two. Per the technical summary, patients who had a fracture exhibited right ventricular outflow tract (rvot) length on the shorter side compared to the population. The technical summary also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with the anatomy, putting strain on the stent. However, the technical summary also concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary reviewed the manufacturing documentation and conducted a study to determine if microcracks could be present on the frame prior to implantation of the prestent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the event was found. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.